Event description:
The customer contact reported backflow of fluid from the primary solution container into the secondary solution container. A primary tubing set was being used to deliver an unspecified solution. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. It was reported that after an unspecified length of time, the nurse noted the "piggyback bag appeared to have additional fluid." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.